Event description:
After medical review of this follow-up received of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by a physician - local reference (B)(4). A ptc (product technical complaint) was initiated for this report: (B)(4). This case involves a (B)(6) female treated with poly-l-lactic acid (sculptra) for indication of cosmetic, batch 1a8025 (expiration sep-10) on (B)(6) 2009, dosage was 9 ml reconstituted with 7 ml sterile water, 2 ml lidocaine 2%, anesthetic used topical local and local nerve block (nos); session 2, batch 1a8025 (expiration sep-10) on (B)(6) 2009, dosage 9 ml, reconstituted with 7 ml sterile water, 2 ml lidocaine 2%, used with a topical local anesthetic, local nerve block (nos); and session 3, batch a8028 (expiration nov-10) on (B)(6) 2010, dosage is 1 vial (dose nos), reconstituted with sterile water and lidocaine (dose nos) with local anesthetic (nos) and local nerve block (nos). Injection sites included nasolabial folds, marionette lines and cheek lines. In (B)(6) 2011-(B)(6) 2012, the pt experienced granulomas at cheeks and each marionette size of 2cm with no signs of inflammation or redness. The pt had no history of immunological or collagen vascular disease. There was no evidence of a systemic process. It was reported that there are 3 nodule/papules which are not visible and are more than 5mm in size. No biopsy was performed. The physician reports that the adverse experience is expected to be irreversible. It is also reported that there is evidence of permanent impairment of a body function or body structure. No surgical intervention was required. The physician plans to administer oral antibiotics. It was reported that pt was treated previously with radiesse in marionette lines on (B)(6) 2011.

Manufacturer narrative:
Action taken: unknown. Corrective treatment: unknown. Outcome: not recovered. Global ptc results are pending. Additional information received on 01-feb-2012 from the physician: case upgraded to serious. Event was changed from nodules to granulomas. Pt demographics, therapy dates, dosages and indication for poly-l-lactic acid were provided. Additional details surrounding the granuloma were reported.